Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The facility stated that no additional info regarding the pt or the event will be provided. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type of this part/lot combination. The investigation conclusion of this event is being communicated to the event reporter.

Event description:
It was reported that the pt received a right shoulder procedure in 2007. A second surgery was performed approx three months later, due to disabling right shoulder and arm injuries. Multiple follow-up communication with facility provided a response that no additional info regarding the pt or event will be provided. No additional adverse consequences have been reported from this event. This device is used for treatment.